Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results obtained of 53, 38 and 43 mg/dl. The customer¿s expected fasting blood glucose test result is 160 mg/dl. Customer was not using proper testing technique and was using alcohol on his finger. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Wife stated that customer had not shown signs of hypoglycemia when the low results had been obtained. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 123 mg/dl and 116 mg/dl using meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/30/2021 and test strips were opened 8-9 days ago. The meter memory was not reviewed for previous test result history; customer gave results that were written down on paper as she stated that customer had not been using the truemetrix meter: (B)(6).

Manufacturer narrative:
Sections with additional information as of 24-feb-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation; no defect was detected. Most likely underlying root cause: mlc-14: insufficient blood sample applied to strip (user).